Event description:
Removal of lt knee implant and replacement.

Event description:
Add'l info rec'd from MFR 12/16/2004: medwatch reports were submitted for the two parts that were directly involved in the incident. The medwatch numbers are 1818910-2004-00493 and 1818910-2004-00494. The initial reports were sent to the FDA on 07/27/2004 and the follow-up reports were sent on 09/01/2004. Depuy was initially informed of this incident by m.d. (Unk address/phone). The reporter in report no. Mw1032558 is not the same reporter. With the availability of the hospital location, MFR was able to track down the address and phone for dr. Add'l follow-up medwatch forms will be submitted.